Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. The pump was successfully downloaded to carelink pro. The pump was received with a cracked case at the battery tube threads and a shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized on (B)(6) 2017 due to a low blood glucose of 30 mg/dl. The patient tried to give herself glucagon but passed out. Ems was dispatched and took her to the hospital. The caller believed that either the insulin pump over-delivered or the customer over-delivered, but she was unsure. During troubleshooting the device settings were correct. The insulin pump will be returned for analysis.